Event description:
Hemiarthroplasty right shoulder infected. Head of humerus (implant) removed.======================manufacturer response for humeral head, humeral head (per site reporter).======================awaiting response.